Manufacturer narrative:
This small size of et tube uses a very fine inflation line which is bonded using a pvc solvent. Excess solvent can weakened the tube wall and reduce the resistance to separation under tensile forces. Process has been changed to introduce the end of the tube into a foam to remove excess solvent before bonding. User facility report (B)(4) submitted incorrectly refers to the suspect medical device as size ID 7.5mm. However, in the event description the size as 3.5mm is stated as ID 3.5mm which is in line with the patient's age.

Event description:
Event: patient on ventilator. Desaturating and showing increased work of breathing. Waveform on ventilator monitor showed a leak. Patient re-intubated and leak stopped, saturations returned to 100%. Problem: et tube cuff inflation line dissociated from the et tube resulting in cuff deflation and loss of seal against the tracheal wall.